Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable was frayed at the proximal clevis hub. Frayed strand were observed to be sticking out at the wrist. The other cables at the wrist were undamaged. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, it was observed that a cable broke at the distal end of the instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.